Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, patient's visual acuity was still blurry. The lens was exchanged for an unknown monofocal intraocular lens after the initial implant procedure. Clinical reason was iol rotation. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).